Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicated that prior to the system being programmed to right ventricular therapy only, loss of capture was noted on the lv lead. This patient continues to be monitored appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements and increased threshold measurements were noted in the device and left ventricular (lv) lead. The device was reprogrammed for right ventricular therapy only. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.